Event description:
During evaluation of a returned homechoice device, a baxter technician identified a potential overfill situation. During drain 2 of therapy on (B) (6) 2008, the pt had an ultrafiltration of 693ml following a fill of 2200ml. The home pt's nurse could provide no further info related to this event, but stated that the pt is successfully continuing therapy. There was no pt injury or medical intervention.

Manufacturer narrative:
(B) (4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the overfill situation identified during eval. Based on a review of all the log data combined with available decision tree info, the probable cause of this overfill was determined to be insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold and/or insufficient drain/false empty detect and last manual drain not used. The device will be routed to the service area.